Event description:
The internal and external parts of the shaver blades were rubbing against each other, which left filings of metal inside the patient. Injury to patient was loss of bone through trying to get the metal out. Back-up devices were available.

Manufacturer narrative:
Product has not been returned for evaluation.